Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the rate/sense channel that was oversensed and resulted in pacing inhibition and an episode in which a shock was manually diverted. Lead impedance and pacing threshold measurements are good and stable.